Event description:
The customer initially called stating she was experiencing high blood glucose. No blood glucose reading was reported. Troubleshooting was performed and the insulin pump passed the prime and high pressure test. The programming was also correct. The customer then stated she was hospitalized for low blood glucose and the reading was 32 mg/dl when the paramedics arrived. The customer stated she was trying to treat for high blood glucose levels all day and she may have over infused insulin. In addition, the customer stated she was getting button error alarms at night.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further testing due to the prime anomaly. No button error alarms were noted. No damage noted on the keypad.